Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault and unexpected restart were both single occurrences and could not be reproduced during in-house testing. Further technical evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed germany (B)(4) error occurred. This resulted in an unexpected restart of the device. During the service center evaluation of the device logs, a self-test failure was also observed. There was no patient injury reported as a result of this incident.